Manufacturer narrative:
Updated fields: a2, a3a, b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the customer informed that no visit is required. If information is received, the complaint will be reopened and updated.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: b7, d10, e1(event site telephone), h6 (investigation conclusions), h6 (health effect clinical code). Due to character limit in block e1 event site telephone: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6) hospital. Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was used for a patient who was admitted to the hospital on (B)(6) 2025, with profuse sweating, fatigue, and nausea. During the outpatient visit, the patient suffered cardiac arrest and cardiogenic shock. He regained consciousness after cardiopulmonary resuscitation and defibrillation. The electrocardiogram showed acute extensive anterior wall myocardial infarction, complicated by cardiac arrest, cardiogenic shock, emergency pci, poor cardiac function, unstable hemodynamics, and iabp implantation to improve cardiac function. During the iabp process, the instrument could not function stably and normally, and an iab loop leak alarm occurred. The medical staff had to suspend the use of the iabp device and administered norepinephrine to increase blood pressure and neosusceptor to prevent heart failure along with other artificial emergency treatments.